Event description:
The mother of a female contacted the distributor to report that her daughter inserted the e.p.t pregnancy test into her vagina and received a cut on the inside of her vaginal wall. The mother reported that the daughter was flushed with solution. No other info was provided.

Manufacturer narrative:
The product labeling has been revised to include a warning not to insert the device into their vagina. As no lot number was provided, it is not possible to determine whether the user of the device received the revised labeling.